Event description:
The facility representative reported to baxter largo technical services one colleague infusion pump in which air in line alarm would occur multiple times (unknown amount) when no air was present. The reported condition occurred in observation, but it is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
The reported condition of air in line alarm would occur multiple times (unknown amount) when no air was present was confirmed but not duplicated due to a defective air-in-line sensors in the pump head module. The device was returned unrepaired due to estimate refusal by the customer. Additional information: this device utilizes user interface module master software version 5.09.90 categorized as remediated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). (B)(4)